Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-00337. It was reported that the patient exerted their back and felt a lead dislocate. X-rays and visual inspection confirmed the migration. In turn, the patient underwent surgical intervention on (B)(6) 2018 wherein the lead was explanted and replaced. Stimulation was reportedly restored postoperatively. Note: since it is unknown which lead was replaced due to migration, both devices are being reported.